Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 27-jun-2024, it was reported that the patient faced tape was not sticking. No further information available.